Manufacturer narrative:
Device evaluation: red particle material on the shell, opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ""bilateral extracapsular rupture with likely intracapsular rupture of bilateral retropectoral silicone implants". Device has been explanted on right side.